Event description:
It was reported via the patient call center that thrombosis occurred. A left atrial appendage closure procedure was performed and a 20mm watchman flx closure device was implanted. Post-implant the patient was placed on plavix and aspirin. After six months, plavix was discontinued, and the patient continued on aspirin. At the one-year follow up, transesophageal echocardiogram was performed which identified a thrombus on the watchman closure device. The patient was started on xarelto with a follow-up tee scheduled in a couple months.